Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was use error. The label review found the labeling adequate for the use error in this complaint.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during drain 2 of 4. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) stated that the hp became disconnect during drain 2. The tsr advised the cg to call the nurse about possible exposure to unsterile air and either start over with new supplies or finish with manuals. The hp would go into the center in the morning and would finish with manuals. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the cg on (B)(6) 2012. The patient stated the following: the 2240 was caused by the patient stepping on the patient line extension causing it to separate. The patient did not reconnect and finished with manual supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.